Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I continued to have pain for 2 more years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait inability ("inability to walk"). The patient was treated with surgery (bilteral salpingectomy with cornual resection). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and gait inability had resolved. The reporter considered gait inability and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : pelvic pain and gait inability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I continued to have pain for 2 more years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait inability ("inability to walk"). The patient was treated with surgery (bilateral salpingectomy with cornual resection). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and gait inability had resolved. The reporter considered gait inability and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : pelvic pain and gait inability. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.